Event description:
Received medwatch user facility report from an event that took place on 4/27/2000. The product number is 03-2423-6. The complaint according to the ufr was a "leaking loose connection between the venous line and catheter connection." The estimated blood loss was reported as 500cc. The pt was assessed and vital signs were stable. The report also stated the treament was continued and the pt was discharged to home. 7/25/2000: complaint questionnaire returned.